Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9112919. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that during use with a bd syringe 5ml saline fill medication leaked at the connection site. The following information was provided by the initial reporter, translated from (B)(6) to english: after the patient's infusion was completed, the tube was sealed. During the injection of the liquid medicine, the connection between the syringe and the infusion set leaked.